Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the adc glucose meter not powering on with button press or test strip insertion and experienced a medical event. The customer was seen at the hospital where an unspecified blood glucose reading was obtained and he received an unspecified dose of insulin, unknown type of vitamins, and potassium as treatment. No further details were provided as the customer refused to provide additional information. There was no report of death or permanent impairment associated with this event.